Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Medtronic received info that this bioprosthetic valve, implanted 8 months, was explanted due to pannus. It was reported that the valve was replaced with another 27 mm valve with no pt complications; however, the pt died the day after re-operation. It was reported that the death was not related to the valve or the procedure.

Event description:
Customer reportedly received results of 275 mg/dl and 125 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.